Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e. During support, a hematoma was noted at the femoral access site. The patient subsequently expired. The reported events are hematoma and death. The access-site hematoma is consistent with known risks associated with femoral arterial access and the anticoagulation requirements for impella support, as described in the instructions for use. The death is being conservatively reported to the impella cp due to temporal association; however, based on the available information, the device is unlikely to have contributed to the patient¿s death, which is more plausibly attributed to the severity of the underlying ami/cgs (scai stage e) and critical clinical condition.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added death this was omitted in the initial report in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematoma/ asae: the cause of the hematoma was not determined due to insufficient clinical details. Clinical rationale: an impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e. During support, a hematoma was noted at the femoral access site. The patient subsequently expired. The reported events are hematoma and death. The access-site hematoma is consistent with known risks associated with femoral arterial access and the anticoagulation requirements for impella support, as described in the instructions for use. The death is being conservatively reported to the impella cp due to temporal association; however, based on the available information, the device is unlikely to have contributed to the patient¿s death, which is more plausibly attributed to the severity of the underlying ami/cgs (scai stage e) and critical clinical condition.

Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage¿e. During support, a hematoma was noted at the femoral access site. The patient subsequently expired. The reported events are hematoma and death. The access-site hematoma is consistent with known risks associated with femoral arterial access and the anticoagulation requirements for impella support. The death is being conservatively reported to the impella cp due to temporal association; however, based on the available information, the device is unlikely to have contributed to the patient¿s death, which is more plausibly attributed to the severity of the underlying ami/cgs (scai stage¿e) and critical clinical condition. The field representative responded that patient expired with shock and un-vascularized lad.

Manufacturer narrative:
B5: added clinical review.